Event description:
(B)(6) 2015 - pt developed pain after exercising on her bike. She has been following with orthopedics after fixation of right femur fracture four months prior. X-rays showed failure of the hardware at the right femur. (B)(6), 2015, pt taken to the operating room for leg hardware removal of the right femur, and open reduction/internal fixation of right femur.